Event description:
It is reported that the surgeon had a difficult time inserting the articular surface into the tibial base plate. Another articular surface of the same size was opened and inserted successfully.

Manufacturer narrative:
This report will be amended when our investigation is complete.